Manufacturer narrative:
On (B)(4) 2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from (B)(4) 2015 to (B)(4) 2016. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2016. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.

Manufacturer narrative:
07/20/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - 07/23/2015 a medtronic representative, following-up at the site, reported the patient was brought back in for the revision approximately one hour after the original procedure ended. - 08/06/2015 a medtronic representative, following-up at the site, reported the navigation system was functioning normally. Reported inaccuracy could not be replicated. - 08/11/2015 software analysis was unable to determine probable cause with the information provided. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon alleged an inaccuracy. No specific measurement was provided. An imaging system was being used, as well as the navigation system. At the end of the procedure, they took an anterior posterior (ap) and lateral with a c-arm for confirmation, inaccuracy was medial. A revision was required. The imaging system, and the navigation system, were used for the revision and the screws were placed without issue.

Manufacturer narrative:
A medtronic representative reported that the surgeon alleged an inaccuracy of at least 5 mm.